Manufacturer narrative:
Exemption number (B)(4) - ldr spine USA, inc. (Importer) is submitting the report on behalf of ldr medical (manufacturer). Explanted device was sent to an outside laboratory for analysis per approved protocol. Surgeon indicated patient infection (B)(4) not likely due to the device.

Event description:
Revision surgery to remove and replace cervical disc arthroplasty due to infection at treatment site.